Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a cruciate retaining mobile bearing cemented left knee. She experienced a total right condylar knee collapse. It was stated that the patient was revised to address tray loosening. Loosening occurred from bone to cement interface, which remains a very thin bone. Cement manufacturer is unknown. Update sep 6, 2017: medical records reviewed. Primary operative notes (B)(6) 2007. Indicate the patient received bilateral total knee replacements due to degenerative joint disease, bilateral. The procedure was completed without indication of complication by the surgeon. Updated 10-2-2017. Update 9/6/2017 records reviewed. The previously identified implant migration harm was removed from the tibia insert product, as it is not relevant. The patella and the insert will be reported for osteolysis. Complaint updated on 10/5/2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.